Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen. A field service engineer (fse) confirmed that the power cable and outlet was working. The fse then identified that the power switch was off, flipped it to on, the station began to boot up and the issue was resolved. The fse tested the turning on and off several times, the station booted up successfully, then the fse ran diagnostic test, and it was successful. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had black screen and went offline on remote support service. Customer reported that earlier the alarm kept beeping and a flashing battery icon was displayed, rebooted the station, plugged and unplugged the power cable, but the issue persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.